Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 1 - ventricular nst=200 ms average v-cycle on (B)(6) 2011 22:39:17. 1 - vf=160 ms average v-cycle on (B)(6) 2011 22:39:20. Impedance - low resistance/impedance (B)(4) shows during the 4 - defib episode 10, vfrx1 to 4 defib, with pathway b to ax, impedance= 0 ohms, on (B)(6) 2011 in the timeframe between 22:39:38 and 22:39:28. Daily hv-lead impedance trend data shows svc defib=53 ohms on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inadequate therapy. The patient had a true ventricular arrhythmia; however, only partial shock energy was delivered for five shocks in a row. The sixth shock converted the arrhythmia. It was noted that the right ventricular (rv) lead had extremely low shock impedance during shock delivery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.